Event description:
Vague info was received from a physician who reported four peritoneal dialysis patients expired secondary to "infectious disease." Physician noted these incidents occurred several months ago, but could not provide any incident detail or verify the cause of death(s).